Manufacturer narrative:
The software analysis found in the logs that there was 'insufficient free space: 452 extents needed, but only 116 available' error. The issue was caused by not enough sufficient space available. The software was functioning as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Concomitant medical products: other relevant device(s) are: product ID: 9 735585, serial/lot #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the software was reinstalled. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there was an unrecoverable error message that appeared when entering the applications. No patient was present at the time of the event.